Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing (pptwos) on the patient's implantable cardioverter defibrillator (ICD). Programming changes were discussed, no changes or interventions were reported. The patient condition was not known.